Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Pacing high out-of-range pacing impedance measurements was also noted, leading to triggered a lead safety switch to unipolar mode. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.